Manufacturer narrative:
MFR received medwatch report# (B)(4) from facility alleging a resident fell while self transferring. User reportedly removed their alarm clip from their shirt and fell, hitting their head on a piece of the legrest. This resulted in a puncture wound through the skin on the posterior side of their head. Nature of complaint suggests a potential loss of balance and/or transfer error. Product has not been returned and malfunction is not confirmed. MDR filed based on alleged serious injury.

Event description:
The medwatch form states while the consumer was self transferring, he allegedly fell and punctured his head on a piece of the legrest, resulting in stitches.